Event description:
The pt was implanted with a left ventricular assist device. Approximately 2 years post-implant, the pt reported alarms while supported by the power module. The power module pt cable was replaced, but the alarms continued, even when the pt was placed on battery support. A decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further details were provided and no further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.